Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted to cancel the initial MDR, it has been confirmed that this file is a duplicate of a file previously reported with FDA MDR reference number 3001845648-2018-00487.

Event description:
This file is being submitted to cancel the initial MDR report. Flexor was broken, stent has been kept, device available for return.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported based on the FDA MDR malfunction precedence for ¿flexor kinked/stretched/broke/compressed". Flexor was broken, stent has been kept, device available for return.